Event description:
On (B)(6) 2016, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A bare-metal stent was implanted in the left renal artery using a chimney technique, and embolization of the inferior mesenteric artery was also performed during the procedure. A final intra-operative angiograph reportedly showed a minor type ia endoleak. No additional treatment was performed, and the procedure was concluded. The patient tolerated the procedure, and the physician continued to monitor the patient. On an unknown date in 2022, a follow-up examination reportedly revealed migration of the trunk-ipsilateral leg, and type ia and ii endoleaks. The physician commented that device migration may have been caused by aortic remodeling or aneurysm enlargement due to type ii endoleak. On (B)(6) 2022, an additional procedure was performed whereby an aortic extender component was additionally implanted in the infrarenal aortic neck, and lumbar arteries were embolized. According to the report, a type ia or ii endoleak remained; however, considering the patient¿s advanced age and extremely friable aorta, no additional treatment was given. The patient tolerated the reintervention.

Manufacturer narrative:
As the earliest date of onset for endoleak is unknown, date of event has been estimated as (B)(6) 2022 for this report. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿ per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.